Event description:
(B)(4). I have had no other illnesses, allergies or medical conditions in the last 5 years. I was implanted (B)(6) 2010. Roughly 3 years later I gained 40 lbs out of no where. Cannot seem to loose it no matter how much I diet and exercise. The most I have managed to loose is 8 lbs but gained it right back. Right after implantation I experienced horrible acid reflux I deal with almost nonstop. My periods went from being completely predictable to completely unpredictable. Extremely heavy or light.